Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 was failing, the latch assembly and micro switch was loose/disconnected. A field service engineer cleaned the contacts, applied conductive grease, tested the doors and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door 2 was clicking and required maintenance. The customer stated that the malfunction occurred when user trying to issue medication to patient. However, there were no delay no adverse events or injuries reported based on this event.